Manufacturer narrative:
The device history record for the lot number provided will be reviewed. Return of the tube for investigation has been requested, however, to date, it has not been returned. No analysis or conclusions can be made without the device. If the tube is returned and significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the pilot balloon became detached from the pilot line. She stated that the trach tube was in for two weeks and that this trach tube had been installed in the office of an ear nose throat physician. She stated that the pt did have to be recannulated.